Event description:
It was reported that a clearlink non-dehp solution set leaked medication from the luer lock IV port above the filter. This occurred during infusion of infliximab. The infusion was started at a rate of 40ml/hr. After 30 minutes, the infusion rate was set to 80ml/hr. 25 minutes later, the healthcare professional checked on the patient and identified that the medication had leaked on the floor. IV and IV lines all appear to be intact. The medication bag was empty and medication line appears to have backflow of blood. The healthcare professional inspected the lines further and noted one of the luer lock IV ports above the filter to be leaking fluids. The line was flushed with saline. Patient received approximately 1/4-1/3 of medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4 UDI: as the lot # is unknown, the UDI will consist of the primary di only. E1 initial reporter phone #:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6(update codes), h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.